Event description:
Hcp reported via diagnostic testing right-side "contracture data and data suggestive of silicone extravasation" and "appreciating liquid between fibrous capsule and implant, as well as a discrete increase in the echogenicity of the axillary nodes." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture grade iii, seroma-late.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: observed. But cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is not related to the device. Seroma late: unable to observe, as it is not related to the device. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Device has been explanted.